Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was the pt reported their stimulator has not been working the way it has in the past. Pt stated they have been so disappointed since maybe march. Pt said they saw a manufacturing representative (rep) in their area changed all three of the programs (a/b/c) twice but it still wasn't working on the left side where all the pain is located. Pt commented they have had the ins for about three years adding it has done a good job up until fairly recently. Pt said they then saw "(B)(6)" at the hcp office (pain management) office in delaware where they did a lot of testing on ins (more than 30-40 minutes). Pt said the problem is they can't feel the tingling on the inside of left leg like how when testing and the volume is turned up. Pt asked pt if they had tried adjusting the therapy intensity. Pt denied that (B)(6) explained which areas each group controlled pain relief. Pt said group c is what they have been on for a long time and the last time adjustments were made was when they met with jason. Pt said (B)(6) tested all the paddles but they did not get any relief. The patient was redirected to their healthcare provider to further address the issue. Pt said they have an upcoming appointment with their pain management. (B)(6) 2023 patltr (con): additional information from the patient indicated that they had nerve blocks to resolve not having relief and now they have surgery planned for (B)(6) 2023.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.